Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. This is first complaint for this lot 50113111 and failure mode. Visual/microscopic inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 1.25mm x 15mm x 150cm balloon. No other anomalies were noted. Functional/performance evaluation: sample returned with guidewire partially inserted. The patency was tested using customer returned .014¿ guidewire and passed without issue. The inflation hub was connected to a max30 inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed to be leaking out the guidewire rapid exchange point. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the device was returned. The investigation is unconfirmed for device-device incompatibility, as the sample passed the guidewire patency test with returned guidewire. The investigation is confirmed for a leak, as water was observed leaking from the guidewire rapid exchange point. It is unknown if patient and/or procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current ultraverse 014 pta dilatation catheter instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, resistance was felt while a pta balloon was being back loaded over a guidewire. The health care provider reported that the pta balloon was inflated with difficulty at the lesion site. The hcp further reported that resistance was felt while removing the guidewire form the catheter. There was no report of patient injury.